Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02881 addresses the other device. It was reported to boston scientific corporation that a leveen coaccess electrode and an rf3000 radiofrequency generator were used during radiofrequency ablation (rfa) of a hepatocellular carcinoma performed on (B)(6), 2012. According to the complainant, some unusual power readings on the rf3000 were noted during the procedure; the output seemed to be "swinging up and down." However, the power was confirmed to be set to the levels prescribed by the treatment algorithm. The physician suspected the output fluctuations to have been caused by nearby blood vessels changing the conductivity of the tissue in a pulsatile fashion, and it was reportedly somewhat difficult to achieve roll-off as a result. The physician slightly retracted the tines of the leveen coaccess electrode, and an increase in impedance was noted. The tines were then fully deployed and roll-off was achieved successfully. Prior to removal of the device from the patient's liver, the tines were retracted and a track ablation was performed with the power set between five and ten watts, at which time an "e83" error (hardware shutdown: over power) message was observed on the rf3000. A computed tomography angiography (cta) was performed post-ablation and confirmed that a reasonable ablation zone had been achieved in the target area; therefore, the procedure was concluded without need for a second electrode. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable following the procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02881 addresses the other device. It was reported to boston scientific corporation that a leveen coaccess electrode and an rf3000 radiofrequency generator were used during radiofrequency ablation (rfa) of a hepatocellular carcinoma performed on (B)(6) 2012. According to the complainant, some unusual power readings on the rf3000 were noted during the procedure; the output seemed to be "swinging up and down." However, the power was confirmed to be set to the levels prescribed by the treatment algorithm. The physician suspected the output fluctuations to have been caused by nearby blood vessels changing the conductivity of the tissue in a pulsatile fashion, and it was reportedly somewhat difficult to achieve roll-off as a result. The physician slightly retracted the tines of the leveen coaccess electrode, and an increase in impedance was noted. The tines were then fully deployed and roll-off was achieved successfully. Prior to removal of the device from the patient's liver, the tines were retracted and a track ablation was performed with the power set between five and ten watts, at which time an "e83" error (hardware shutdown: over power) message was observed on the rf3000. A computed tomography angiography (cta) was performed post-ablation and confirmed that a reasonable ablation zone had been achieved in the target area; therefore, the procedure was concluded without need for a second electrode. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable following the procedure.

Manufacturer narrative:
Exact patient weight is unknown, but was estimated to be (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Evaluation of the returned device included a visual inspection, flexing of harnesses, inspection for loose hardware, performance of a final test, rf delivery with test loads, and stress testing. No indication of fluctuating output or error messages was experienced. The complaint was not confirmed; review of the returned device showed neither evidence of the alleged issues, nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number.